Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood splashed from the bd nexiva¿ closed IV catheter system onto the nurse when removing the resistant vent plug. The following information was provided by the initial reporter: "during nexiva conversion, a preop nurse inserted a device and while attempting to remove the vent plug, there was resistance removing the plug requiring the nurse to use more force while pulling the plug from the device. This extra force caused a blood exposure when the plug separated and the blood hit his scrubs, mask, face, and cap."